Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros troponin I es results were obtained for two different patient samples using vitros trop I es reagent on a vitros 5600 integrated system. The assignable cause for the events is unknown; however, the possibility that inappropriate pre-analytical sample processing or an unexpected vitros 5600 system performance had contributed to the results could not be ruled out. The investigation found no evidence to suggest the vitros troponin I es reagent system had performed unexpectedly. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
A customer complained after observing two non-reproducible, higher than expected vitros troponin I es results for two different patient samples using vitros trop I es reagent on a vitros 5600 integrated system. Patient 1 result: 0.321 ng/ml vs expected <0.012 ng/ml. Patient 2 result: 0.142 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It was not made clear as to whether the result for patient 1 was reported to a clinician. The result for patient 2 was not reported to a clinician. There were no allegations of patient harm made as a result of the events. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4)